Event description:
It was reported that during the past three refills more medication was withdrawn from the pump than was expected (over the past six months). The last refill had occurred on (B)(6) 2014. The patient went on a long car trip on (B)(6) 2014 at which time he experienced a muscle spasm in his lumbar area. The spasm was so severe he could not walk or stand. The patient¿s physicians were out of town until (B)(6) 2014. He was scheduled to undergo an MRI on (B)(6) 2014 to rule out a skeletal issue and information about MRI compatibility with the pump was requested. The reporter was concerned that the pump was not functioning properly and wanted a manufacturer representative to check it. The pump was used to deliver baclofen. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11000r02, implanted: (B)(6) 2002, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).